Event description:
Allegedly revised due to neck fracture.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested. Trends will be evaluated. Although several attempts have been received from the user facility. This report will be amended when the investigation is complete. This is the same event as 1043534-2008-00193, 00199.